Manufacturer narrative:
The reported event was lead dislodgement. Other reported events of loss of capture, loss of sensing, high pacing lead impedance and insulation anomaly were confirmed. As received, a complete lead was returned in one piece with helix extended and was measured to be within specification. Visual inspection found clavicular crush damage at the middle region of the lead. All filars of the outer coil was found fractured and the inner insulation was damaged. The cause of the reported events of loss of sensing, loss of capture, high lead impedance and insulation anomaly is consistent with clavicular crush.

Event description:
It was reported when a patient presented in-clinic for routine follow-up. Upon interrogation, a high lead impedance, loss of sensing and loss of capture were noted on the atrial lead. X-ray revealed atrial lead dislodgement. The lead was explanted and replaced. The patient was stable.